Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: no hospital/patient details to obtain the requested information. The patient demographic info: age, weight, bmi at the time of index procedure. Date and indication of initial surgical procedure when tvt-o mesh was implanted? Were there any intra-operative complications? Other relevant patient comorbidities? Product code and lot number? When was the erosion to urethra first noted by a physician? Diagnostic confirmation? Describe any medical/surgical intervention for erosion/perforation including dates and surgical findings. Was there any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced a mesh perforation urethra and referred for removal of inserted mesh. The surgical excision performed on (B)(6) 2019 and the mesh sent to histology. No further information is available.